Event description:
It was reported that the device was found operating in standby mode after radiotherapy. The device was successfully reinitialized but the patient will receive at least 5 more treatments in the weeks to come . The patient is not dependant of the pacemaker but the physician request some recommendations in order to know if the device must be explanted or not.

Event description:
It was reported that the device was found operating in standby mode after radiotherapy. The device was successfully reinitialized but the patient will receive at least 5 more treatments in the weeks to come. The patient is not dependant of the pacemaker but the physician requests some recommendations in order to know if the device must be explanted or not.